Event description:
The customer reported the system shut down without command. The field engineer noted the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply plug was evaluated and repaired. The system was tested and found to be working as intended and returned to service.